Event description:
Summary of event:difficulty was encoutered at time of removal of guidewire from distal port of double lumen catheter after successful line placement in subclavian vein. Chest x-ray demonstrated knotted wire with loop at level of clavicle. Wire was successfully removed under fluroscopic control using 12f dilator and sheath assemby over the quidewire by drawing knot into sheath and removing it from patient. No injury sustained. Knotted wire thought to be in subcutaneous tissue at time it was removed.event details:guidewire was placed via subclavian approach and blood returned. Dilator was then put down to the proper depth. Guidewire was then threaded through distal port of catheter and catheter passed over quidewire. Venous blood returned through the proximal port. Medications were then administered via the proximal port with ensuing effect on the patient. At this point the physician initiated removal of the guidewire by pulling back gently. Wire intially came back and then stopped. Cvc catheter was then moved several times but wire would not come back. Catheter was then removed and wire securred in place using a suture and external knot. Chest x-ray was then taken demonstrating knot as noted abovedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, anticipated or known, guidewire. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.